Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Interrogation of the device revealed it contained hydromorphone 10 mg/ml at 3.699 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was indicated the patient passed away from chronic obstructive pulmonary disease (copd) in (B)(6) 2015, and ¿he had a lot going on liver failure.¿ the patient was on hospice at the time of death. The cause of death was indicated as not having been due to the patient¿s device or therapy. The pump and catheter were returned for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.